Manufacturer narrative:
Section d4, primary UDI number: updated. Manufacturer's investigation conclusion: the reported event of a yellow wrench + red battery alarm was confirmed via the power module¿s functional analysis. The returned power module (serial number (B)(6)) was tested at the european distribution center, where a yellow wrench + red battery alarm became active on the unit. The alarm was isolated to an issue with the unit¿s internal sealed lead acid (sla) battery, as the issue was reproduced while the returned battery was in use with multiple test units. The alarm resolved when a new battery was installed into the returned unit. The root cause of the reported event was determined to be an issue with the unit¿s internal sla battery; however, the root cause of the battery¿s issue was unable to be conclusively determined through this analysis. The heartmate power module IFU (rev. C) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module instructions for use (IFU) (rev. C, sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms and/or yellow wrench alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power module (ppm-14572) started alarming all of a sudden. The power module was disconnected from power; internal battery was disconnected and reconnected. The power module was plugged in again. Initially issue seemed to be resolved but after a few minutes the alarm occurred again. There was no patient associated with this event.